Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the presence of, "cassette not attached," alarms. Functional testing found that the latch/lock sensor was defective. The sensor was replaced to address this issue. Additional preventative maintenance was performed and the device then passed all testing.

Event description:
It was reported that the battery was not holding charge, and the unit was not recognizing cassettes. The issue occurred during testing and there was no patient involvement. Evaluation of the returned device identified a defective latch/lock sensor.